Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: the customer reported about a deformed stopper.

Manufacturer narrative:
H.6. Investigation: customer returned (57) 3/10cc, 8mm, 30g syringes (1 loose, 56 in sealed poly bags) from lot # 0006858. Customer states that the stopper is deformed. All returned syringes were examined and the loose sample exhibited a deformed stopper. No defects were observed on any of the samples in the sealed poly bags. A review of the device history record was completed for batch # 0006858 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200870663, 200870817] noted that did not pertain to the complaint. There was one (1) notification [200870931] noted for dry barrels. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm notification 200870931 was created for dry barrels. There was a loose fitting on silicone gun #7. Correction: the fitting on silicone gun #7 was tightened. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: the customer reported about a deformed stopper.